Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was allegedly reported to resmed that an aircurve 10 device caught fire. It was reported the patient suffered smoke inhalation, sought medical attention and has recovered.